Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 25, 2019, after sterilization, it was noticed that the following wood handle screwdrivers had a leaking dye; one (1) cruciform screwdriver with holding sleeve, ten (10) small hexagonal screwdriver with holding sleeve, one (1) large screwdriver, one (1) cannulated hexagonal screwdriver, and five (5) stardrive screwdriver. All these wood handle screwdrivers are leaking dye into the trays as they have been through countless sterilizations and been in circulation for many years. There was no patient involvement. This complaint involves ten (10) devices. This report is for one (1) small hexagonal screwdriver with holding sleeve. This report is 2 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the small hexagonal screwdriver with holding sleeve (p/n 314.020 lot 2103342) was received showing the phenolic le grade handle discolored and worn, consistent with repeated reprocessing cycles over the part¿s lifetime and normal wear. The hex driver tip was also stripped and rounded, and the laser etchings were faded/difficult to read. No evidence of leaking dye was observed on the device or handle, therefore, the reported complaint is not confirmed. The discolored handle, stripped driver tip, and faded etch are potential end of life indicators for the instrument from normal wear and reprocessing over the part¿s lifetime. After a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code: 314.02 supplier lot #: 2103342 the part was released to warehouse in 2004. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure, is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.